Event description:
It was reported that post device implant procedure, intermittent capture during cautery use was observed on the device. Patient was not dependent on the device. Programming changes were made. Patient was stable prior, during and post procedure.